Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported hospitalization due to high blood glucose. Customer was vomiting, thirsty and urinating. Diagnosed diabetic ketoacidosis. Hospital treated with insulin and fluid drips. Nothing further reported.